Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they received two shocks from their implantable cardioverter defibrillator (ICD) while traveling. The local clinic was unable to interrogate the ICD because the programmer did not have the necessary software loaded. The patient went to a different facility and the ICD was successfully interrogated. The patient reported their physician told them the shocks were inappropriate therapy. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) and supra ventricular tachycardia (svt).